Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (approximately 50-60 mg/dl). Reportedly, the customer¿s control iq settings needed to be updated so insulin delivery would suspend sooner to prevent bg level from lowering. Tandem technical support advised customer to consult with healthcare provider regarding diabetes management. Customer consumed carbohydrates to address bg. Reportedly, the customer continued using the pump for insulin therapy.